Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Customer¿s blood glucose value was 229 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.